Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, log file analysis reveals technical failure 401 - inspiration valve or device leaky alarm for 23 times. An inspiration valve tightness test and inspiration valve movement reliability test were failed on (B)(6) 2022. No root cause has been determined yet because the investigation is still on going. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that bellavista 1000 unit had technical failure 401 - inspiration valve or device leaky. There was no patient involvement associated with the reported event.

Manufacturer narrative:
Device evaluation : g3, g6, h2, h6 and h10. Results of investigation: vyaire medical did not receive the device for evalution. Unable to reproduce the failure, assuming the leak via o2 cell port is causing the issue which got resolved after tightening the cell. The exact root cause is not determinable as the issue is not reproducible. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available